Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was unable to feel stimulation and unable to increase stimulation. It was indicated that the patient had a fall on (B)(6) 2016 and they were unsure if that affected the therapy or device. During the call it was realized that the ins was off. They were able to turn the ins back on. Further information received reported that the patient went through airport security (B)(6) 2016 and (B)(6) 2016 and they did not shut off the ins. They were also unsure if that affected the therapy or device. The patient was advised to inform their physician about the fall.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported to resolve the inability to feel and increase stimulation they called the manufacturer customer service, who helped the patient to interventions. The patient noted they helped them get and feel stimulation and increase of stimulation. The patient noted they can't say what the cause of inability to feel or increase stimulation. The patient noted that the inability to feel stim and not being able to increase stimulation had resolved so far, the patient feels and can increase stimulation. The patient reported the cause of the fall was not determined. The patient reported they can't say if the stimulation is helping them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.